Manufacturer narrative:
Livanova field service representative dispatched to the facility confirmed the issue. He was able to traced the fault back to a damaged compressor. The cause is a hole of the evaporator due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and damage the compressor. This leads to an increase of the leakage current of the device and the circuit breaker will trip. Corrective action is in progress for this issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: (B)(4)). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the fuse when switched on. There was no patient involvement.